Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as it exhibited high impedance. After inspection, physician noticed insulation and conductor damage caused by the electrocautery device. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as it exhibited high impedance. After inspection, physician noticed insulation and conductor damage caused by the electrocautery device. This lead was returned and analyzed. No adverse patient effects were reported.

Manufacturer narrative:
This lead was received for analysis. Visual inspection noted that the helix mechanism returned in a retracted position with dried blood/body fluid in helix housing and tip region. It was noted cuts and damage in the outer insulation due to electro-cautery, as well a discontinuity in the outer coil. Laboratory analysis was able to confirm the reported clinical observations of high impedance, insulation damage, and conductor damage, based on the visual observation of a discontinuous outer coil and damaged insulation consistent with electro-cautery damage (melted).